Event description:
It was reported that high, out of range, pacing lead impedance and high pacing threshold were observed. The lead was capped and replaced. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.